Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the sof-tact blood glucose meter. The results when plotted on a parkes error grid, fell into the "c" zone which is considered clinicaly significant. There was no report of death, serious injury or mistreatment associated with this event.